Event description:
Medtronic received information that upon deployment of this transcatheter bioprosthetic valve, it dislodged from the targeted site I n the annulus and repositioned itself in the ascending aorta. Further evaluation noted a septal nodule which complicated the initial deployment. A second valve was successfully implanted with appropriate hemodynamics. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported reintervention could possibly be related to patient anatomy and/or implant position. It was reported that a septal nodule was present which complicated the initial deployment. Positioning is dependent on patient anatomy as well as user technique. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel and compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. The root cause for this report could not be established from the information available. (B)(4).